Event description:
It was reported that during a therapy upgrade procedure for this patient the right ventricular (rv) lead was explanted and replaced. It was observed that the lead had exhibited shock impedance measurements out of range, high capture thresholds and low amplitudes. A new device and rv lead were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.